Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse went on site and found error 86 on redundant power tray assembly core. Fse replaced intuitive surgical core power distribution (ipd) and the redundant power tray assembly core in accordance with isi procedures and this resolved the issue. Fse was unable to test drive system due to fixing the vision side cart in the hallway and wheeling it into a room for surgery immediately after. Intuitive surgical, inc. (Isi) did receive the ipd to perform failure analysis (fa). Fa was able to confirm and reproduce the customer reported complaint. Upon visual inspection, no issues were found that would be related to the reported failure. The ipd was installed and tested into a golden printed circuit assembly (pca) system where the component functioned as expected. System started up failed with error 86 on ipd. Aba testing with power tray text fixture, programing, and system started up without any error. Ran 50x power cycles with this part, all passed. The core remained on the test system for hours, in normal operation, it performed without any error. As a result of these findings, failure analysis was able to conclude that the ipd on power tray was found to be the root cause of the reported failure. Isi did receive the redundant power tray assembly core to perform fa. Fa was able to confirm and reproduce the customer reported complaint. System logs show error 86 which indicates an out-of-range value was read from the ipd board. Upon visual inspection, no issues were found that would be related to the reported event. This redundant power tray assembly core was installed, programmed, and tested on the pca is4000 system 1. This unit went thru a 10 power cycles and error 86 was triggered 2x out of 10 power cycles. To troubleshoot the root cause of this reported event, the ipd cfg board pn 651620-09 was aba tested, power cycles the system 12x with no error reported, let it idle for 1.5 hours in normal mode with no error triggered. The 2 power supplies of this unit was also check for 12v output with a multimeter and it passed. As a result of these findings and test, failure analysis was able to determine the root cause of the reported event was caused by ipd cfg board. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted surgical procedure the site called in with an 86 error on the system. The site had done a hard restart with no change. The intuitive surgical, inc. (Isi) technical support engineer (tse) had site do another hard restart of the vision side cart (vsc) and patient side cart (psc) and was able to clear the error. Logs confirm 86 error pointing to the intuitive surgical core power distribution (ipd). The customer called back into technical support during the procedure and reported the non-recoverable error 86 returned. The tse was unable to view system logs at the time of the call due to the customer already disconnecting the vision tower to bring in the vision tower from their other system. Tse remained on the line while the customer connected their other vision tower and confirmed the system rebooted successfully with no errors. The procedure was converted to another da vinci system with no indication of patient injury.